Event description:
On october 30, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The sensor replacement alert was presented to the user on october 28, 2023, on day 47 after insertion. Since two sensor suspends occurred within 14 days from each other, after the 21st day from insertion, the sensor replacement alert was triggered per design. Upon receipt of the sensor, the return product analysis testing was performed, however, the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. Potential root causes for transient optical noise may be an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of the resolution, an RMA was issued for sensor replacement.